Manufacturer narrative:
Continuation of concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was seeing poor communication on the patient programmer. The patient had changed the batteries and does use an antenna. They confirmed the antenna was secure and synced with ins. The issue was not resolved. The patient stated she cannot stand to have stimulation and will need to have the stimulation turned off. The patient states she cannot leave stimulation on, she cannot lay down with stimulation on, and the stimulation was too strong. The patient was trying to turn stimulation off. The patient was redirected to their healthcare provider and an email was sent to the repair department. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. Poor communication and being unable to communicate with the ins was reported. The patient was redirected to call for a patient programmer replacement. The patient was uncomfortable and unable to turn the stimulation off or reduce amplitude on the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.